Event description:
It was reported that a user¿s dexcom g6 sensor expired, and when attempting to start a new sensor on the ilet system the pairing and warmup did not initiate until support guided the user to toggle to g7 and back and re-enter the sensor and transmitter codes, after which the transmitter reconnected and the warmup began. Symptoms included no clinical symptoms. Outcomes included no impact beyond a temporary interruption in continuous glucose monitoring. Investigation included technical troubleshooting and user education to restore sensor pairing and initiate warmup. Investigation of this case revealed that connection was restored after reconfiguration and code re-entry, indicating a temporary pairing failure resolved through standard troubleshooting. It was concluded that the device functioned as expected after reconnecting and no further action was required.